Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the impedance was 30 ohms and the other impedances were normal. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot#: va1h8hv, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that during stage 2 of the dbs surgery the surgeon exposed the distal end of the lead and it was crimped with one wire protruding. This made the removal of the boot and insertion into the extension difficult as well. This lead had only been implanted for 1 month, and had been covered with the boot provided in the lead kit. Impedances were checked and revealed a short between electrodes 2 <(>&<)>3. The current status of the patient was alive with no injury, and the product was left in place. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Device code (B)(4) was added in error. It does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.